Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently charging, despite plugging the pump into multiple usb cables and wall adapters. Subsequently, the pump turned off. After connecting the pump to charge, the pump turned on, however the display indicated that it was no longer charging. The customer's blood glucose level was 450 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.